Manufacturer narrative:
(B)(4). The batch/lot number was not provided for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that prior to a laparoscopic appendectomy procedure, sterility package was damaged; no further information is available. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.